Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however a review of the downloaded receiver log confirmed the reported event of the receiver restarting itself without a manual restart. The root cause was determined to be a firmware error.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that the receiver restarted itself without manual input on (B)(6) 2015. The patient's mother stated that prior to this event, there was a hardware failure error, which was fixed with a reset. No additional patient or event information is available.